Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a replace generator message. The patient lost therapy and may undergo surgical intervention to address the issue.

Manufacturer narrative:
The report that the ipg displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg also confirmed the device declared elective replacement indication (eri) and end of life (eol) and had normal battery depletion to the end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2021. Therapy restored post-op.